Manufacturer narrative:
Device not returned.

Event description:
The patient's caregiver stated that the patient received erroneous result when testing with coaguchek xs meter serial number (B)(4). At 1:42 p.m., a sample from the patient was tested using the meter, resulting with a value of 7.7 inr. The nurse stated that the result was high, so testing of the patient was repeated with the meter using a sample from the same finger at 1:44 p.m., resulting with a value of 5.9 inr. The nurse clarified the blood was under the patient's finger until applied to the test strip two minutes later for the repeat test. The patient's coumadin dose was decreased based on these meter results. Coumadin medication was stopped until (B)(6) 2018. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment based on the meter results. The patient is currently bed ridden due to alzheimer's disease. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's coumadin dose has not been changed since last tested. The patient has not had any changes in medications or diet and has had no new illnesses. The patient did not have bleeding or bruising. The patient did not have a special or unusual diet, but the nurse stated that the patient's diet consists of pureed food. The meter heating plate has not been cleaned recently. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 353503) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. No unused test strips were returned for investigation. The meter was returned and tested with retention master lot test strips and retention controls. Masterlot strips and returned meter results (qc range = 1.9 - 2.9 inr): qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strips and returned meter - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%.